Event description:
It was reported that during use, the tip wobbled when the attachment was installed. There was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the vibration test could not be conducted due to another device malfunction. The likely cause was identified as bearing damage. It was also noted that the telescoping section of the attachment was not working due to being stuck. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.